Event description:
During a tubal ligation, the hinge of the filshie applicator broke while in the patient. A small piece of the hinge was not found. The tip was retrieved.

Manufacturer narrative:
The user facility purchased the applicator in 2006. Femcare-nikomed, the MFR, recommends the applicator is serviced every 100 uses or yearly which ever comes first. The applicator has not been serviced since purchased. As of this report, the user facility has not yet returned the applicator. This report will be supplemented as appropriate upon receipt of the applicator and the conclusion of the investigation.